Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The returned instrument exhibited signs of use (gouged, impact marks) and was confirmed to be fractured. Dimensional analysis determined that the device was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. As the device had a potential field age of five years and exhibited signs of repeated use, the root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor pad returned to the distributorship in a fractured state from the hospital. Attempts have been made, however, no additional information is available.